Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic hysterectomy. "Suction/irrigation probe wouldn't detach from tissue. Dr. Stated he didn't even press the suction button prior to this event occurring. The tissue would not detach from the probe for a few minutes. The tech also commented earlier in case, that the 'suction valve was sticking and continuing to suction after use despite taking hand off valve.'" Type of intervention- "yes, had to utilize additional instrumentation to free tissue from suction/irrigator probe." Patient status- "not injured."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine a root cause. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. During the manufacturing process, all suction/irrigation cartridges are thoroughly inspected and tested for functionality and performance prior to packaging. Although the exact root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.